Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was then explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported event of lead sensing noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.